Manufacturer narrative:
One device was received for evaluation. As a result of checking the log, it confirmed that there was a record of the cassette not being recognized. Functional testing was able to duplicate the reported problem. It was determined that downstream occlusion sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there is no reaction when cassette is connected to pump. There was no patient involvement.